Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter from batch 21357314. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar was separated and there were multiple kinks along the hypotube. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 18dec2019. It was reported that connection of the guidezilla was kinked. The 20mm x 3.0mm in diameter, 90% stenosed target lesion area was located in a severely tortuous and moderately calcified left anterior descending artery. A 145 guidezilla guide extension catheter was selected for use. During the procedure, a non-bsc balloon was used to pre-dilate the lesion. When a non-bsc stent was used, it could not cross the lesion. Subsequently, a guidezilla was used but the stent could not cross the guidezilla either. The device was removed within the guiding catheter and found to have kinked in the connection part between the metal catheter. The procedure was completed with another of the same device. No complications were reported and patient is stable. However, device analysis revealed a collar separation.